Event description:
Device 2 of 4. Reference MFR. Report: 1627487-2011-05521, 05523, 05524. During the permanent procedure on (B)(6) 2011, the patient was intended to be implanted with a paddle lead. Upon placing the lead, an obstruction in the patient's anatomy prevented it from being implanted. As a result, the doctor replaced the lead with two percutaneous leads (from different lots). The paddle lead was discarded. The doctor also implanted the patient with an ipg. One of the percutaneous leads revealed low amplitude, but the patient was satisfied with the coverage. A CT scan was performed and the results were normal. The patient passed away on (B)(6) 2011. The cause of death is unknown at this time. It was reported she had other health issues. An autopsy will be performed. Patient was still implanted at the time of death. Attempt to gather additional information was unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.